Event description:
It was reported that the customer went to the Emergency Room and was subsequently hospitalized with intermittent, on-going blood glucose (BG) levels of 585 mg/dL with ketones of an unspecified size on (b)(6) 2026. Cause was not known. Reportedly, due to the elevated BG, the customer began vomiting. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged on (b)(6) 2026 with the issue resolved and no permanent damage. Tandem Technical support performed a full pump system check and verified that pump was operating appropriately.